Event description:
It was reported that during the implant of a transcatheter aortic valve, upon reaching the point of no recapture, the system slipped to a deployment depth of approximately 5-6 millimeters (mm), resulting in a left bundle branch block (lbbb). Subsequently, the valve was recaptured, however the lbbb did not resolve. Upon the second deployment attempt, the valve was successfully implanted at a depth of 3 mm. Following the completion of the procedure, the lbbb was still present. It was reported that the lbbb resolved the following day.

Manufacturer narrative:
Continuation of d10: product ID: {evfxplus-29}; product lot/serial number: {(B)(6)}; product type: {0195-heartvalves}; implant date: {on (B)(6) 2025}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.